Manufacturer narrative:
Concomitant product(s): prod 553453, lead. Implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and no capture after coronary artery bypass graft surgery. The lead was re-evaluated before the patient was discharged and it was shown that the rv lead impedance had stabilized. The lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.